Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the tubing and the nurse on call was informed. Product was taken to the clinic and the nurse who was on duty when the product was brought back in was told that the damage was in the patient line and it was crimped. Upon nurse asking further questions, it was determined that the damage to the patient line occurred from the patient's wheelchair running over the patient line and there appeared to be no damage to the cassette itself. Patient was administered prophylactic antibiotics and there is no other known patient ill effect. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.